Manufacturer narrative:
The patient¿s meter was returned for investigation. The meter's circuit board was tested for damage and contamination. The display shows no missing or faint segments during investigation. The circuit board shows no contamination that could temporarily lead to the complained error.

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s meter was requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The display issue complained about could cause results to be misinterpreted. The customer stated their meter was missing segments in the results field, the display would blink in and out and appeared blurry which impeded the their ability to read the display and results field. It was noted that the display would flicker which prompted the customer to replace the batteries. There were no incorrect results were reported due to display issue. A display check was performed and all segments appeared legible.